Event description:
It was reported that during a clinical study following laparoscopic realize band insertion the patient had a band slippage, which required a revision surgery on (B) (6) 2010. This was seen on an upper gi. The patient had five fills prior to band repositioning. There were no other reported complications.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device remains implanted.